Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended and no additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received, stating that the device was explanted and there were no patient complications or adverse effects reported. It is indicated that the device was retained at the facility and will not be returned for evaluation. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received, stating that the device was explanted and there were no patient complications or adverse effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.